Event description:
Technical service received an email from customer reporting a bed with a broken foot siderail arm. He mentioned that the welding on the end of the link arm was found defective. There was no patient involvement.